Event description:
It was reported that foreign matter was discovered in the needle hub with a bd needle ns 23ga 1-1/2in. This occurred 29 devices prior to use. The following information was provided by the initial reporter: foreign material at the needle hub. Defect detected during preparation for use in the process.

Manufacturer narrative:
H.6. Investigation: twenty-nine (29) samples and one (1) photo were provided by the customer for investigation. The returned samples were visually examined using 10x magnification. It was found that the returned samples had black foreign matter embedded in the needle hubs or needle shields. The embedded foreign matter was measured using a caliper and was found to range in size between approximately 0.0090 ¿ 0.0270 inches in size. One (1) photo was also provided by the customer for investigation. The photo shows two (2) shielded needle assemblies. There is red circle around to possible black dots on the needle assemblies. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Bd acknowledges that the returned samples had black foreign matter embedded in the needle hubs. The embedded foreign matter was measured using a caliper and was found to range in size between approximately 0.0090 ¿ 0.0270 inches in size. The quality criteria for foreign matter (non-fluid path) has a size requirement of greater than 1/32 (0.030) of an inch. Therefore, the returned samples would not be counted towards the acceptable quality level for the batch. As a result, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: n/a. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered in the needle hub with a bd needle ns 23ga 1-1/2in. This occurred 29 devices prior to use. The following information was provided by the initial reporter: foreign material at the needle hub. Defect detected during preparation for use in the process.